Manufacturer narrative:
(B)(4). The customer reported repeating defib failure cycle power - error code 01000 messages. There was no report of pt involvement. The local philips representative evaluated the device, confirmed this malfunction, and resolved the problem by replacing the power pca.

Event description:
The customer reported repeating defib failure cycle power - error code 01000 messages. There was no report of pt involvement.